Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed and the lot met all release criteria. The DHR review showed that all process parameters were within spec. The sample has been returned for eval. The investigation is currently underway.

Event description:
It was reported that approximately fifteen months post graft implant, the pt developed flow problems within the proximity of graft implant. A thrombectomy was performed and a portion of the graft was removed and replaced with an interposition vascular graft. Upon examination of the removed graft, it was observed that the thickness of the graft wall was "inconsistent."